Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was found to be missing. Evaluation revealed the contrast keypad button was unresponsive; the ok, up, and down keypad buttons were appropriately responsive. Contamination was observed on the ok contact; the contrast contact was missing. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.